Manufacturer narrative:
The company rep examined the system and could not duplicate the reported issue. The company rep also tested the customers own handpiece and it was able to be primed and tuned. Preventive maintenance was performed and the system was then tested and met product specifications. No sample is returning for eval. Root cause has been determined. (B)(4).

Event description:
A nurse assistant reported that during cataract surgery, the handpiece would not aspirate. The system was re-primed and re-tuned, but the tuning was not successful. The system was exchanged and the surgery was completed. There was no harm to the pt.